Event description:
Information was received from a trial patient. It was reported that the patient developed a bladder infection during the trial. The patient was advised to follow up with their doctor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.